Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet intrepid plus fluid management system (fms) was visually inspected. The fms primed and tuned with the ultrasonic handpiece successfully. No message code, no fluid or air leaks, and no cracks on the luers were found. The sample aspiration flow rates were tested at proper settings and passed all testing. No occlusion was found in all manifolds. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration failure occurred during a procedure. The product was replaced and procedure completed with no patient harm.